Event description:
Patients gj tube fell out 15 minutes after returning from ir. Ent total laryngectomy patient went to ir to exchange g tube for gj tube. After arriving back to the unit, rn went in to give patient medication and patient handed her the tube that had fallen out. Team was notified immediately and a foley catheter was placed to maintain tract. It was reconsulted and came to bedside shortly after incident. After visualizing the tube, ir stated that the balloon or balloon hub was defective. Patient will return to ir today for replacement.